Event description:
The ge oec 9600 fluoroscopy system reportedly had the image go to black, intermittently during procedures.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to a defective high voltage cable. The high voltage cable was removed and replaced. While servicing for the noted issue, it was found that the iris pot was faulty and that also was removed and replaced, in addition to a battery on the mainframe sram. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.